Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of capture anomaly could not be reproduced in the laboratory. The devices electronic circuitry was evaluated using both manual bench testing and our automated testing system. All device functional measurements were normal. No anomalies were found. A connection issue was suspected to be the cause of the capture anomaly.

Event description:
It was reported that after lead revision, the device failed to pace when reconnected. Device was explanted and replaced.